Event description:
It was reported that at the user facility the radiolucent right angle drive disassembled. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the right angle head of the device was found to be chipped. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that at the user facility the radiolucent right angle drive disassembled. No delay, no medical intervention and no adverse consequences were reported with this event.